Manufacturer narrative:
The technician found the linkage pin and keeper push nut were missing. The technician replaced the missing linkage pin and keeper push nut to repair the stretcher.

Event description:
The account alleged the stretcher will not go into trendelenburg from the side pedals.